Event description:
It was reported that, "pt called to report he is experiencing pain from where the fusion ends to his mid back area. His doctor wants to remove the screws and rods and leave just the cages in."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.